Manufacturer narrative:
Due to character limitation in e1, full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) had "stopped augmenting" and then they saw the "augmentation below limit set" alarm. No patient harm and injury reported.

Manufacturer narrative:
Updated fields corrected fields: d1 (brand name), d4 (unique identifier (UDI #), version or model #, catalog #) due to character limitation in block e1: event site state: (B)(6).

Event description:
N/a

Manufacturer narrative:
Updated fields:b4; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusions, component code; h11 . Corrected fields:e1 event site state; g1 contact person. It was reported that during use the cardiosave intra aortic balloon pump (iabp) had stopped augmenting. The customer called to report a cardiosave that "stopped augmenting" while on a patient. Customer says that the pump stopped, and then they saw the "augmentation below limit set" alarm. Customer says they could not resume pumping so they switched the pump for another successfully. Currently pumping alarm free and there are no reports of injury or harm to the patient. Fse asked further about the alarm as the aug alarm will sound only while pumping- but customer feels sure that the alarm happened while the pump was not pumping. There were no other alarms present at the time. The iab catheter is a linear 34cc and the insertion site is axillary. (B)(6) will report the cardiosave to their biomed department for service. Contacted customer. They are awaiting parts to repair the unit. They will advise what the issue was and what part repaired it when completed. Customer replaced the compressor (0119-00-0236) , pressure regulator (0103-00-0442), pressure filter (0103-00-0499), and vacuum filter (0103-00-0631). Customer was unable to reproduce failure. It is still sitting in their clinical engineering shop.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Currently pumping alarm free and there are no reports of injury or harm to the patient. I asked further about the alarm as the aug alarm will sound only while pumping- but she feels sure that the alarm happened while the pump was not pumping. There were no other alarms present at the time. The iab catheter is a linear 34cc and the insertion site is axillary. Laura will report the cardiosave to their biomed department for service. Contacted customer. They are awaiting parts to repair the unit. They will advise what the issue was and what part repaired it when completed. No repair information available. In future if we receive any repair information will reopen and update the investigation.